Event description:
Follow up information identified the abbott representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The patient is receiving effective therapy postoperatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient will follow up with the physician for further assessment of the issue.